Event description:
It was reported that the patient presented in-clinic after receiving high voltage therapy due to post-sensed t wave oversensing. Review of the episode revealed variable r wave amplitude with large t-waves. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.